Manufacturer narrative:
It was reported that the patient experienced skin necrosis and subsequent breakdown at implant site, the patient was treated with oral and topical antibiotics. This report is submitted on 28 may 2021.

Manufacturer narrative:
This report is submitted on (date the report is submitted).

Event description:
Per the clinic, the device was explanted (date not reported). The patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2021.